Event description:
It was reported that a motor stall occurred. The device was a demo product, not for human use, there was no patient involvement. It was noted that the device was to be returned.

Manufacturer narrative:
(B)(4).